Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('low abdominal pain,crmaping,pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included breast cancer, cesarean section (three c- sections), tonsillectomy, type 2 diabetes mellitus, depression, break through bleeding, endometrial curettage, multiparous, polypectomy, submucous leiomyoma of uterus, dysfunctional uterine bleeding, uterine fibroids, adhesion, allergy nos (nkda), sinusitis, respiratory tract infection, endometriosis, pneumonia, dna mismatch repair deficiency test, pelvic operation, lynch syndrome, breast pain, nipple discharge and fibrocystic breast. Previously administered products included for birth control: oral contraceptive nos from 1995 to 2004; for an unreported indication: seasonale from 2002 to 2004 and advil. Family history included colon cancer and cancer (mother died in her 50' s). Concomitant products included drospirenone + ethinylestradiol (yasmin) for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia"), hirsutism ("hormonal changes - describe: facial hair") and pelvic pain ("pain/pain"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient was found to have hormone level abnormal ("hormonal level imbalance"). The patient was treated with bupropion hydrochloride (wellbutrin), levocabastine hydrochloride (zyrtec), topiramate (topamax) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, hirsutism, pelvic pain and hormone level abnormal had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hirsutism, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2006: 1st insertion attempt was made but multiple endometrial/ endo cervical polyps noted. In fact one of these may have been a submucosal fibroid as it was so thick and stiff it was disallowing further passage of the camera up into the endometrial cavity initially until it was removed following removed of the polyps the bleeding was fairly obscuring and a essure procedure could not be performed. (B)(6) 2007 insertion done : shows 3 coils on left 4 coils on right diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: bilateral cc , mlo view(s) were taken . There are scattered fibroglandular densities . No new findings. Ultrasound scan - on an unknown date: anteverted uterus of 8 . 2x4 . 0 cm . Endometrium measures anywhere from 0 . 5 to 1 . 3 and is oddly shaped . It has a hypoechoic area noted in the fundal area within the endometrium measuring 0 . 87xo . 72 . Right and left ovaries are essentially normal . They have small 10- 8 respectively and choic small areas .. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome for event hormonal changes was added recovered resolved. Onset date of event 'facial hair, migraine' were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('low abdominal pain,cramping,pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included breast cancer, cesarean section (three c- sections), tonsillectomy, type 2 diabetes mellitus, depression, break through bleeding, endometrial curettage, multiparous, polypectomy, submucous leiomyoma of uterus, dysfunctional uterine bleeding, uterine fibroids, adhesion, allergy nos (nkda), sinusitis, respiratory tract infection, endometriosis, pneumonia, dna mismatch repair deficiency test, pelvic operation, lynch syndrome, breast pain, nipple discharge and fibrocystic breast. Previously administered products included for birth control: oral contraceptive nos from 1995 to (B)(6)2004; for an unreported indication: advil. Family history included colon cancer and cancer (mother died in her 50' s). Concomitant products included drospirenone + ethinylestradiol (yasmin) for birth control. In (B)(6)2006, the patient experienced migraine ("migraines / headaches"). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6)2008, the patient experienced vaginal discharge ("vaginal discharge"), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hirsutism ("facial hair,"). The patient was treated with bupropion hydrochloride (wellbutrin), levocabastine hydrochloride (zyrtec), topiramate (topamax) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and hirsutism outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hirsutism, menorrhagia, migraine, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6)2006: 1st insertion attempt was made but multiple endometrial/ endo cervical polyps noted. In fact one of these may have been a submucosal fibroid as it was so thick and stiff it was disallowing further passage of the camera up into the endometrial cavity initially until it was removed following removed of the polyps the bleeding was fairly obscuring and a essure procedure could not be performed. (B)(6)2007 insertion done : shows 3 coils on left 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: bilateral cc , mlo view(s) were taken . There are scattered fibroglandular densities . No new findings. Ultrasound scan - on an unknown date: anteverted uterus of 8 . 2x4 . 0 cm . Endometrium measures anywhere from 0 . 5 to 1 . 3 and is oddly shaped . It has a hypoechoic area noted in the fundal area within the endometrium measuring 0 . 87xo . 72 . Right and left ovaries are essentially normal . They have small 10- 8 respectively and choic small areas .. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as dysmenorrhea, dyspareunia, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received : following events were added : hirsutism. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('low abdominal pain,cramping,pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included breast cancer, cesarean section (three c- sections), tonsillectomy, type 2 diabetes mellitus, depression, break through bleeding, endometrial curettage, multiparous, polypectomy, submucous leiomyoma of uterus, dysfunctional uterine bleeding, uterine fibroids, adhesion, allergy nos (nkda), sinusitis, respiratory tract infection, endometriosis, pneumonia, dna mismatch repair deficiency test, pelvic operation, lynch syndrome, breast pain, nipple discharge and fibrocystic breast. Previously administered products included for birth control: oral contraceptive nos from 1995 to 2004; for an unreported indication: seasonale from 2002 to 2004 and advil. Family history included colon cancer and cancer (mother died in her 50' s). Concomitant products included drospirenone + ethinylestradiol (yasmin) for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines / headaches") and hirsutism ("hormonal changes - describe: facial hair"). The patient was treated with bupropion hydrochloride (wellbutrin), levocabastine hydrochloride (zyrtec), topiramate (topamax) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain lower, back pain, vaginal hemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and hirsutism had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hirsutism, menorrhagia, migraine, vaginal discharge and vaginal hemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2006: 1st insertion attempt was made but multiple endometrial/ endo cervical polyps noted. In fact one of these may have been a submucosal fibroid as it was so thick and stiff it was disallowing further passage of the camera up into the endometrial cavity initially until it was removed following removed of the polyps the bleeding was fairly obscuring and a essure procedure could not be performed. (B)(6) 2007 insertion done : shows 3 coils on left 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: bilateral cc , mlo view(s) were taken . There are scattered fibroglandular densities. No new findings. Ultrasound scan - on an unknown date: anteverted uterus of 8 . 2x4 . 0 cm . Endometrium measures anywhere from 0 . 5 to 1 . 3 and is oddly shaped . It has a hypoechoic area noted in the fundal area within the endometrium measuring 0 . 87xo . 72 . Right and left ovaries are essentially normal . They have small 10- 8 respectively and choic small areas . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: plaintiff fact sheet received. Outcome of events vaginal discharge, hirsutism, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, vaginal hemorrhage, menorrhagia, migraine were updated. Onset date of events dysmenorrhoea, abdominal pain lower, back pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('low abdominal pain,cramping,pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included breast cancer, cesarean section (three c- sections), tonsillectomy, type 2 diabetes mellitus, depression, break through bleeding, endometrial curettage, multiparous, polypectomy, submucous leiomyoma of uterus, dysfunctional uterine bleeding, uterine fibroids, adhesion, allergy nos (nkda), sinusitis, respiratory tract infection, endometriosis, pneumonia, dna mismatch repair deficiency test, pelvic operation, lynch syndrome, breast pain, nipple discharge and fibrocystic breast. Previously administered products included for birth control: oral contraceptive nos from 1995 to 2004; for an unreported indication: seasonal from 2002 to 2004 and advil. Family history included colon cancer and cancer (mother died in her 50' s). Concomitant products included drospirenone + ethinylestradiol (yasmin) for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines / headaches") and hirsutism ("hormonal changes - describe: facial hair") and was found to have hormone level abnormal ("hormonal level imbalance"). The patient was treated with bupropion hydrochloride (wellbutrin), levocabastine hydrochloride (zyrtec), topiramate (topamax) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, hirsutism and pelvic pain had resolved and the hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hirsutism, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2006: 1st insertion attempt was made but multiple endometrial/ endo cervical polyps noted. In fact one of these may have been a submucosal fibroid as it was so thick and stiff it was disallowing further passage of the camera up into the endometrial cavity initially until it was removed following removed of the polyps the bleeding was fairly obscuring and a essure procedure could not be performed. On (B)(6) 2007 insertion done : shows 3 coils on left 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: bilateral cc , mlo view(s) were taken . There are scattered fibroglandular densities . No new findings. Ultrasound scan - on an unknown date: anteverted uterus of 8 . 2x4 . 0 cm . Endometrium measures anywhere from 0 . 5 to 1 . 3 and is oddly shaped . It has a hypoechoic area noted in the fundal area within the endometrium measuring 0 . 87xo . 72 . Right and left ovaries are essentially normal . They have small 10- 8 respectively and choic small areas . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: plaintiff fact sheet received ,event date and outcome and new event pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('low abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included breast cancer, cesarean section (three c- sections), tonsillectomy, type 2 diabetes mellitus, depression, break through bleeding, endometrial curettage, multiparous, polypectomy, uterine fibroid, dysfunctional uterine bleeding, uterine fibroids, adhesion, allergy nos (nkda), sinusitis, respiratory tract infection, endometriosis, pneumonia, dna mismatch repair deficiency test, pelvic operation, lynch syndrome, breast pain, nipple discharge and fibrocystic breast. Previously administered products included for birth control: oral contraceptive nos from (B)(6) 1995 to (B)(6) 2004; for an unreported indication: advil. Family history included colon cancer and cancer (mother died in her 50' s). Concomitant products included drospirenone + ethinylestradiol (yasmin) for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse") and vaginal discharge ("vaginal discharge"). The patient was treated with bupropion hydrochloride (wellbutrin), levocabastine hydrochloride (zyrtec), topiramate (topamax) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 17-nov-2006: 1st insertion attempt was made but multiple endometrial/ endo cervical polyps noted. In fact one of these may have been a submucosal fibroid as it was so thick and stiff it was disallowing further passage of the camera up into the endometrial cavity initially until it was removed following removed of the polyps the bleeding was fairly obscuring and a essure procedure could not be performed. On (B)(6) 2007 insertion done : shows 3 coils on left 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: bilateral cc , mlo view(s) were taken . There are scattered fibroglandular densities . No new findings. Ultrasound scan - on an unknown date: anteverted uterus of 8 . 2x4 . 0 cm . Endometrium measures anywhere from 0 . 5 to 1 . 3 and is oddly shaped . It has a hypoechoic area noted in the fundal area within the endometrium measuring 0 . 87xo . 72 . Right and left ovaries are essentially normal . They have small 10- 8 respectively and choic small areas. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as dysmenorrhea, dyspareunia, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs and mr received: events she did not underwent for confirmatory test, abnormal bleeding (vaginal, menorrhagia), migraines / headaches , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , vaginal discharge were added. Medical history, lab data, historical and concomitant drugs were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.